Manufacturer narrative:
Add'l lot numbers: nzn01, device manufacture date for: 10/19/2005; lot n2a05, device manufacture date for: 03/07/2007. A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-00931, 2249697-2010-00933, 2249697-2010-00934, 2249697-2010-00935, 2249697-2010-00936, 2249697-2010-00937, 2249697-2010-00938, 2249697-2010-00939, 2249697-2010-00940, 2249697-2010-00941, 2249697-2010-00942, 2249697-2010-00943.

Event description:
It was reported that: "all triathlon product listed above with green handles leaks an oily, fatty kind of liquid after sterilization. They were then resterilized by hand. After being hand washed and machine washed they were sterilized and reopened and examined and found the same result."